Manufacturer narrative:
A decision was made to recall this product.(B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a disposable coring trephine on (B)(6) 2010. During the procedure, a trephine was opened and found to have an orange residue on the surface. Another trephine from the same lot was opened and the residue was noted on it as well. The surgeon used a wet sponge to remove the substance from one of the devices and used it to complete the procedure. There was no significant delay or injury to the patient as a result.